Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump was returned for a cosmetic damage at the back along the battery side found on july 09, 2021. Insulin pump was received with a scratched case. No crack was found along the battery side. Insulin pump was also received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per r&d engineer, critical insulin pump error (open book image) alarm was triggered by three consecutive insulin pump error alarms. Suspecting the hw. Insulin pump error alarm was the consequence of insulin pump error alarm. Insulin pump error alarm (variable = 21) was generated due to the rf chip initialization error. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage on the force sensor, motor or vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a serial number label fading. Cosmetic damage was confirmed at the insulin pump case. Critical insulin pump error (open book image) alarm was confirmed. Critical insulin pump error (open book image) alarm was confirmed due to three consecutive insulin pump error alarms. Insulin pump error alarm and insulin pump error alarm due to hardware issue. During visual inspection, found corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
Information received by medtronic stated that the cracked in back of insulin pump along battery side. No harm was required during medical intervention. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump was returned for a cosmetic damage at the back along the battery side found on (B)(6) 2021. Insulin pump was received with a scratched case. No crack was found along the battery side. Insulin pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Per r&d engineer, critical pump error (open book image) alarm was triggered by three consecutive pump error 63 alarms. Suspecting the hw. Pump error 4 alarm was the consequence of pump error 63 alarm. Pump error 63 alarm was generated due to the rf chip initialization error. Insulin pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage on the force sensor, motor or vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a serial number label fading. Cosmetic damage was confirmed at the pump case. Critical pump error (open book image) alarm was confirmed. Critical pump error (open book image) alarm was confirmed due to three consecutive pump error 63 alarms. Pump error 4 alarm and pump error 63 alarm due to hardware issue. During visual inspection, found corrosion on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.